Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Noise was reproducible. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.